Event description:
Information was received indicating that a smiths medical cadd solis vip pump was unable to lock cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's stated problem was verified. Testing was performed and the device did not showed latch lock latched "both" when the key turn forward to lock. The device was opened for further investigation and found that the latch lock flex sensor was defective and the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was provided that there was no patient present at the time of the event. The date of the event was additionally updated.